Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain, pelvic pain") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain"), adnexa uteri pain ("ovary pain") and pain in extremity ("pain that radiated down her legs"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced hair growth abnormal ("hair growth"), nausea ("nausea"), emotional disorder ("she had to take xanax - it was how essure made her feel"), pruritus ("the area where the jewelry was on her body itches "), skin burning sensation ("the area where the jewelry was on her body burns"), dysmenorrhoea ("dysmenorrhea") and menorrhagia ("menorrhagia"). The patient was treated with alprazolam (xanax) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, adnexa uteri pain, pain in extremity, dysmenorrhoea and menorrhagia outcome was unknown and the hair growth abnormal, nausea, emotional disorder, pruritus and skin burning sensation had not resolved. The reporter provided no causality assessment for abdominal pain, adnexa uteri pain, emotional disorder, hair growth abnormal, nausea, pain in extremity, pelvic pain, pruritus and skin burning sensation with essure. The reporter considered dysmenorrhoea, genital haemorrhage and menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: full occlusion of both tubes. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event considered related is a known, possible, undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on (B)(6) 2018: summons received: case became incident. New reporters, product indication and onset date updated, new events dysmenorrhoea, menorrhagia and genital haemorrhage added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain, pelvic pain") and genital haemorrhage ("heavy bleeding/ abnormal bleeding (general)") in an adult female patient who had essure (batch no. 740668) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included azithromycin, calcium levomefolate; drospirenone; ethinylestradiol betadex clathrate (safyral), gabapentin, ibuprofen and prednisone. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain"), adnexa uteri pain ("ovary pain") and pain in extremity ("pain that radiated down her legs"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced hair growth abnormal ("hair growth"), nausea ("nausea"), emotional disorder ("she had to take xanax - it was how essure made her feel"), pruritus ("the area where the jewelry was on her body itches"), skin burning sensation ("the area where the jewelry was on her body burns"), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problems"), vaginal infection ("infection (vaginal)"), fungal infection ("yeast infection"), vaginal discharge ("vaginal discharge") and stress urinary incontinence ("stress urinary incontinence") and was found to have weight increased ("weight gain"). The patient was treated with alprazolam (xanax) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, abdominal pain, adnexa uteri pain, pain in extremity, dysmenorrhoea, menorrhagia, urinary tract disorder, vaginal discharge, weight increased and stress urinary incontinence outcome was unknown, the hair growth abnormal, nausea, emotional disorder, pruritus and skin burning sensation had not resolved and the vaginal infection and fungal infection had resolved. The reporter provided no causality assessment for abdominal pain, adnexa uteri pain, emotional disorder, hair growth abnormal, nausea, pain in extremity, pelvic pain, pruritus and skin burning sensation with essure. The reporter considered bladder disorder, dysmenorrhoea, fungal infection, genital haemorrhage, menorrhagia, stress urinary incontinence, urinary tract disorder, vaginal discharge, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: results: full occlusion of both tubes. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event considered related is a known, possible, undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 15-nov-2018: plaintiff fact sheet: events abnormal bleeding (general), bladder or urinary problems/changes, infection (vaginal), infection (yeast), pain, vaginal discharge, weight gain were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.